Event description:
It was reported that the device was explanted after an implant duration of 24 months, due to unk reasons. It is now known that the pt has expired. The date of pt's death are unk, therefore the aware date is being used as the occurrence date. It is unk if the death was device related. It was additionally reported that a second device, model #6900ptfx, was implanted. Refer to MFR#6000002-2008-08391. Also, third device was implanted, model #2700. Refer to MFR #6000002-2008-08393. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.